Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via webform that there is a damage on the retainer ring and their not sure if the reservoir is able to lock in place. Customer's blood glucose was not mentioned at the time of the incident. No further details provided. The insulin pump will not be returned for analysis.